Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred.

Event description:
It was reported the device displayed two power on reset events. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed the field-recorded power on resets (pors). Analysis demonstrated that the device was fully functional including nominal system current drain when externally powered. One supply related power on reset (por) occurred while transitioning the hybrid from battery to external power during the initial analysis. Subsequent attempts to induce additional pors were unsuccessful. The hybrid ic component was damaged during hybrid removal. Therefore, diagnostic system testing was not performed. Since the battery impedance measured higher than nominal, the battery was removed for analysis. Battery analysis found a lithium (li)-plating breach along the top edge of the anode separator enclosure, adjacent to exposed cathode material and the cathode tab. Plated-li extended from the breach opening and touched cathode material within the cathode tab slot. Based on this analysis, device not meeting expected longevity and the two power on reset (por) events were the result of an internal short from the li-plating breaching the anode separator and subsequently contacting exposed cathode material adjacent to the anode separator breach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.